Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2017 was 42 mg/dl with difficulty speaking and confusion. The reporter noted the patient required third-party assistance with food as treatment. It was reported that the ¿???¿ icon was displayed for more than 3 hours in place of the continuous-glucose-monitor (cgm) reading. The patient is instructed to perform regular blood glucose check with a blood glucose meter and not to rely solely on cgm technology for bg values or for dosing decisions. This complaint is being reported because the reported health event was attributed to a device malfunction.